Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in one piece measuring 7.2 cm. Final analysis found full breach insulation degradation at 4.5 cm from connector pin adjacent to connector boot.

Event description:
This report is to advise of an event observed during analysis.